Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and a 6.0 x 100, 75cm mustang balloon catheter was then advanced for dilation. However, on initial inflation at 24 atmospheres for 30 seconds, the balloon also ruptured. The device was removed without any problem and the procedure was competed with another of same device. There were no patient complications nor injuries reported. The patient was in good condition post procedure.